Event description:
A report was received that the patients ipg had flipped and had caused charging difficulty. The patient underwent a pocket revision wherein the ipg was relocated. The patient was doing well postoperatively.